Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was caused by electromagnetic interference (emi). The noise was oversensed which resulted in the delivery of inappropriate shock therapy. The healthcare professional noted the patient had injections on their neck the same day of the event. At this time, this crt-d system remains in service and there were no adverse patient effects reported.